Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: xom unk emgstd, lot #: no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Matthew m. Pier, bs, luke j. Pasick, md, daniel a. Benito, md, juan nogues, bs, punam thakkar, md, arjun s. Joshi, md, and joseph f. Goodman, md "adverse events associated with electromyogram endotracheal tubes in thyroid and parathyroid surgery" in journal patient safety volume 00, number 00 2021 the FDA's maude database complies adverse events involving medical devices. Medical device reports (mdrs) include suspected device-a ssociated malfunctions, injuries, and deaths. Reintubation for cuff leak (for the cuff leak, cuff perforation, cuff deflation). Lumen obstruction. Tube defective. Emg wire defect. Loss of stimulation response. Allergic reaction. Others, electrode defect, erratic response, false positive the patients complications were: ventilation failure, airway trauma, rln injury, postoperative dyspnea, allergic reaction, difficult extubation, postoperative dysphonia, bronchospasm, vf paralysis, vf paresis, seizure and death.